Event description:
Caller alleged discrepant inratio results. Results as follows. Date: (B)(6) 2014, inratio: 3.1, lab: over 10. Comparison done within 1 hour. Therapeutic range: unknown. Patient had rectal and gum bleeding and blood in the urine at time of inratio test. Patient was taken to the ed; now in the ICU. Caller reports that patient is taking antibiotics.

Manufacturer narrative:
The customer reported discrepant low inratio inr results during testing. The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meters continue to meet specification and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.